Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition unknown.

Event description:
As reported, "doctor did a poly exchange for star total ankle. Original surgery was back in (B)(6) 2014. Patient had cyst removed in ankle and doctor provided poly exchange"